Manufacturer narrative:
(B)(4).

Event description:
It was reported there was an episode of vf which appeared to be induced by pacing into refractory tissue. Ventricular pulses were being delivered which appeared to cause depolarization but the device marked them as loss of capture and delivered a backup pulse. One back-up pulse seemed to induce vf in the patient and the device responded appropriately and delivered a shock which resulted in a return to sinus. Programming changes were made.